Event description:
It was reported that the patient stopped charging their ipg and it became inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.